Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient noted they were lying down on their right side. The patient came into the office where the noise was not able to be reproduced. Boston scientific technical services (ts) was consulted and noted the noise appeared to be related to combination of signal signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts also observed that the s-ICD recorded noise oversensing potentially related to myopotential noise due to low r wave amplitude since implant time. Smartpass had disabled and there were observed sudden changes in r wave amplitudes from 17 mv to 1.6mv. The device recorded several episodes associated to decrease of the r wave amplitudes and myopotential noise oversensing until (B)(6) 2021 where the onset of more evident signal signatures consistent with changes in the impedance pathway of the primary sensing vector started to occur. Ts suggested obtaining x-rays to assess connections and system position. Ts noted that if connection or dislodgement issues are ruled out via x-ray, reprogramming considerations should be made. An x-ray was taken and showed no issues. The patient will be asked to come back into the office to reprogram the sensing vector. The patient reported feeling pain and discomfort due to the shocks. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient noted they were lying down on their right side. The patient came into the office where the noise was not able to be reproduced. Boston scientific technical services (ts) was consulted and noted the noise appeared to be related to combination of signal signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts also observed that the s-ICD recorded noise oversensing potentially related to myopotential noise due to low r wave amplitude since implant time. Smartpass had disabled and there were observed sudden changes in r wave amplitudes from 17 mv to 1.6mv. The device recorded several episodes associated to decrease of the r wave amplitudes and myopotential noise oversensing until (B)(6) 2021 where the onset of more evident signal signatures consistent with changes in the impedance pathway of the primary sensing vector started to occur. Ts suggested obtaining x-rays to assess connections and system position. Ts noted that if connection or dislodgement issues are ruled out via x-ray, reprogramming considerations should be made. An x-ray was taken and showed no issues. The patient will be asked to come back into the office to reprogram the sensing vector. The patient reported feeling pain and discomfort due to the shocks. The s-ICD remains in service and no adverse patient effects were reported.